Manufacturer narrative:
Reported event could not be confirmed. Device history record review found no discrepancies relevant to the reported event. Previous investigation of similar events determined the likely root cause was bending/torsional overload on the device and/or misuse of the device, which has been the subject of previous corrective action. It was determined that this device was manufactured prior to corrective action and no further action is necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the provisional fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.